Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0221373813, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported at a refill more drug than expected was removed. The event date was reported to be (B)(6) 2021. The nurse could move the pump freely in the patient's abdomen. It was indicated troubleshooting based on extra drug in the pump lead the physician to determine the catheter was twisted due to the pump moving. Catheter replacement was planned for (B)(6) 2021. It was indicated they were not sure if the patient showed signs of withdrawal. There were no additional reported contributing factors. The issue was not resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. The catheter was replaced on (B)(6) 2021. The issue was considered resolved. Catheter twisting was confirmed. The explanted catheter would not be returned, as it was indicated the pump had come loose from the sutures resulting in flipping, so the physician did not feel it was a result of a faulty catheter.